Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 11/29/2016 - phone, 11/29/2016 - phone, 12/1/2016 - phone, 12/1/2016 - email. The biomedical engineer troubleshot the reported fault with ge healthcare technical support. The adjustable pressure limiting valve was recommended for replacement.

Event description:
The hospital reported the unit is over-delivering pressure during a case. The patient was switched to an ambu bag to manually ventilate. There was no report of patient injury.